Event description:
It was reported that the insulin pump alarmed for button error. Blood glucose reading was 375 mg/dl. No significant events were recalled leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. Minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).